Event description:
It was reported that the customer received a button error alarm on her insulin pump. The customer was attempting to bolus and the insulin pump would not respond to the buttons. The customer took the battery out and reinserted the battery. Afterwards she received the button error. The customer's blood glucose was 461 mg/dl. The customer was unable to treat herself at the time because she was not at home. Advised the pump will need to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarm was noted during testing. The pump also had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a cracked case at the reservoir tube window corner, a cracked reservoir tube window, and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.